Event description:
It was reported that when using the bd pyxis¿ es server was not picking up any orders. Orders were not processed when attempting to pull or return medications. An etl related error message was displayed on the healthsight viewer dashboard. The issue occurred for approximately 3 hours. All transactions during this period were not listed in the report. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not picked from the station. A technical support specialist (tss) dialed into station and confirmed that the server version was 1.7.4, with both last server communication and last download message date and time showing current timestamps. The tss observed a nine minute upload delay from the server side, in health sight viewer (hsv), identified the error message indicating the extract transform load (etl) process was delayed and report data was not current. The tss compared medication management data from the server with the inventory report from the station and confirmed the counts matched. However, the inventory report generated from the server showed discrepancies for some medications, verified that there were no drive capacity issues on the server, applied the solution per knowledge article (ka) esr etl failure violation of primary key constraint pk # duplica (B)(4), and restarted the etl job, which then started successfully and began running within five minute intervals. The tss confirmed that the etl delay error was no longer present in hsv. The system functioned as intended after the technical support specialist troubleshot the device.